Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter with a stopcock attached to the hub. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon presented no damage. Microscopic examination presented no damage or irregularities in the bonds. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the distal tip. The inner shaft was microscopically examined and a hole in the inner shaft wall 9mm distal of the proximal markerband was revealed. The inner hole is consistent to damage associated with interaction with a guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous superficial femoral artery. After a guide wire crossed the lesion, a 5.0mmx20mmx143cm nc quantum apex balloon catheter was used for dilatation. However, on the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous superficial femoral artery. After a guide wire crossed the lesion, a 5.0mmx20mmx143cm nc quantum apex¿ balloon catheter was used for dilatation. However, on the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).